Event description:
The customer's mother stated that the insulin pump was submerged in water and the screen went blank. Troubleshooting was performed and the display remained blank. The mother reported a blood glucose reading of 273 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies.